Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to perform the basic occlusion, prime and excessive no delivery tests or verify the motor error alarm due to a cracked end cap. A scratched lcd window, cracked case, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker noted.

Event description:
The patient stated that the insulin pump keeps alarming motor error, and the reservoir compartment is broken. Troubleshooting revealed that the drive support cap was protruding. Advised the patient that the insulin pump would be replaced. Nothing further was reported.